Event description:
It was reported that the handpiece began overheating during testing prior to the start of a surgical procedure. There was no reported patient or user injury, and the procedure is presumed to have been completed with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with a corroded rotor and preload, which were each replaced along with the motor and other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.